Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump battery gauge fluctuated. The battery was difficult to charge and subsequently, pump shutdown. Customer's blood glucose was 200-400 mg/dl.